Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07219. Related manufacturer reference number: 2017865-2020-07220. It was reported that the patient has deceased.  There is no known allegation from a health care professional that suggests that the death was device related.  The cause of death was unknown.  No additional information was reported.

Manufacturer narrative:
The reported field event of unknown death was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.